Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the harmonic ace instrument and performed failure analysis evaluation. The harmonic ace instrument was analyzed and found to have teflon pad damage. A visual inspection showed that the teflon pad appeared to be detached. A piece measuring approximately 0.109" x 0.400" was missing and was not returned with the accessory. The instrument was also found to have blade damage at the tip of the blade. The blade was indented.

Event description:
It was reported that during a da vinci-assisted pancreatoduodenectomy surgical procedure, the pad on the harmonic ace instrument broke off and fell inside the patient. It was confirmed that the pad was completely removed using a laparoscopic instrument and no fragment remained in the patient. The procedure was completed robotically.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the isi clinical sales representative and obtained the following additional information: the fragments were all retrieved by the assistant. There was no additional surgical procedure required and no post-operative test performed. The instrument was inspected prior to use with no damage observed. The instrument was used for around 30 minutes before the instrument broke while dissecting. The surgeon did not notice any issues with the instrument functionality and instrument collision occurred. The surgeon believes the issue was related to the quality of the instrument. The instrument was removed prior to the breakage but there was no resistance through the cannula. Upon final removal, there was no resistance through the cannula, no damage to the cannula, and no further damage to the instrument. The patient has not returned to the hospital due to post-surgical complications.

Event description:
Refer to h10/h11 for follow-up information.